Manufacturer narrative:
The complaint of helix rotation malfunction was confirmed and was attributed to being clogged with blood. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an implant procedure. During procedure, the helix of the right ventricle lead exhibited a rotation issue. The physician exchanged the lead during procedure on (B)(6) 2020. The patient was in stable condition.